Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient was hospitalized due to peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with pd solution abdominal cavity wash and an unspecified anti-inflammatory drug for the event. Pd therapy was still ongoing. At the time of this report, the patient had recovered from the event. No additional information was available.